Event description:
The customer reported the scope did not bend. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating was peeling from the insertion section. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found the coating on the insertion section was peeling due to deterioration. Service also confirmed the reported event. Angulation was not possible due to a broken angle wire. In addition, water-tightness was not maintained due to holes in the forceps channel caused by external factors, the adhesive on the objective lens and lighting lens was peeled off due to handling, the insertion section was crushed due to external factors, there were stains on the eyepiece due to handling, and there were scratches on multiple parts of the scope due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility be instructed about handling methods of the device, such as usage environment. Olympus will continue to monitor field performance for this device.